Event description:
It was reported that while the patient was walking, the stimulation would turn off by itself. It was reported that the patient was recharging at the time, and when the stimulator battery level was checked with the patient programmer, it was noted that the internal battery was empty. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.